Event description:
It was reported the port was implanted approximately one year ago. The catheter "sheared off" close to the catheter connector/locking device and migrated into the right atrium. The catheter was removed by the interventional radiologist. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is completed.